Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was likely the result of polyethylene wear of the acetabular liner leading to migration of the femoral head relative to the acetabular shell. The wear may have been the result of the orientation of the acetabular cup, edge loading/impingement, or a combination of the two. However, this cannot be confirmed as the explanted devices were not available for evaluation. (D11) concomitant devices: mcs liner; +5 zeramic head.

Manufacturer narrative:
Pending evaluation. Concomitant medical products : mcs liner, +5 zeramic head.

Event description:
As reported, approximately 20 years postop the initial tha, this (B)(6) y/o male patient¿s left poly was eccentrically worn and cup was well fixed but removed and replaced with revision cup. Head removed and replaced with a +0. Patient was last known to be in stable condition following the event. Devices not returning due to hospital did not release the devices. Pre-op x-rays were provided.